Event description:
Knee was painful and plastic on tibia appeared to be worn through. Revision surgery was performed. Tibial plastic was confirmed to be worn through. High activity level and streneous work on ranch carrying heavy loads, geting on and off tractors, etc. May have caused wearing of plastic.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.